Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on february 12, 2021.

Event description:
Per the clinic, the patient experienced chronic skin issues at the implant site, and was treated with topical antibiotics. However, the issue could not be resolved. The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of this report.